Event description:
Pt with urosepsis seen in ambulatory infusion ctr for PICC line placement for purpose of gentamycin treatment. Midline catheter placed by rn and verified by good blood return and successful administration of medication. Pt returned the next day for follow up medication administration. Rn could not locate blue catheter - suspected lost at home even though dressing in place. Pt referred to diagnostic imaging for x-ray verification. Films showed catheter had migrated to pulmonary artery. Pt referred to special procedures for retrieval of foreign body. Pt admitted to hosp to continue course of antibiotic treatment for 3 days. No negative outcome to pt.